Event description:
It was reported that during repositioning of atrial lead the set screw of pulse generator would not tighten. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found medical adhesive in the atrial setscrew inset making it difficult to tighten the setscrew.